Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone cal that they went to diabetic ketoacidosis. Customer want another insulin pump. Troubleshooting was not mentioned. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.